Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the aortic valve was explanted after an implant duration of approximately 10 years. Based on the op report, this patient has a history of 2 prior aortic valve replacements (avr). The last time was in 2002 with the subject device. He presented with a very severe 4+ perivalvular leak, aortic insufficiency and severe mitral regurgitation. Upon inspection, the old prosthetic aortic valve had a perivalvular leak found between the left and right coronary cusp. There was a patch found around that, probably placed during the previous surgery in order to reduce the leaking. There was a 1 cm hole periprosthetic leak and although the valve was structurally normal, it was decided to replace the device with a new edwards bioprosthetic valve. Of note, the patient also had redo-mitral valve repair performed for regurgitation. The patient was allowed reperfusion and came off pump with satisfactory hemodynamics. The patient tolerated the procedure very well and was transferred to the cvicu in stable condition.

Manufacturer narrative:
Eval code = device not returned. Aortic valve regurgitation occurs when some of the blood leaks back (regurgitates) through the aortic valve into the left ventricle. Ar can occur due to multiple factors, some patient related and others related to intrinsic properties of the valve itself. Common characteristics associated with ar can include structural valve deterioration, leaflet tear, or leaflet disruption. Unfortunately, the device was not returned to edwards for analysis; therefore, the root cause of this event could not be confirmed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections.